Event description:
On august 28, 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurate high. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt. The pt reported that the alleged issue began 5 days prior to contacting lfs. On that day at 6:23 pm, the pt reported obtaining a reading of "409 mg/dl" on the subject meter. Based on that reading, the pt claimed she administered 5.2 units of humalog insulin (based on a sliding scale). Approximately 10-15 minutes after taking the insulin, she reported, becoming symptomatic. The pt stated she felt "terrible" and could not "think, talk, or move." It is unknown how long the pt was experiencing these symptoms. However, she mentioned once she could communicate she ate cookies and started to feel better. The pt also stated that her husband carries emergency glucagon, but it is unclear if her husband administered that treatment to the pt at the time of symptoms. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.